Event description:
This event was communicated by a medtronic representative who reported that a site (B)(6) had spheres that did not track. Site replaced spheres and continued with procedure with no adverse event. Lot number is unknown. Site reported that there was no fluid on the spheres. However when spheres were returned to medtronic, the sphere were evaluated and reported as "obviously been used". Medtronic cleaned and sterilized sphere and noted spheres could track except when rotated. Complainant reported that there was no patient/user injury, death or other serious deterioration in health.